Manufacturer narrative:
Additional information: partial deployment occurred within the vessel and 4/5 of the stent was deployed. It is reported that an unexplained fracture occurred and it was not possible to deploy the remainder 1/5 of the stent. Retrieval difficulties were experienced. The device was removed from the patient together with the long sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a protege ef along with a non-medtronic 6fr 40cm sheath during procedure to treat a moderately calcified lesion in the proximal common iliac artery (cia) with 80% stenosis. The device was prepped per IFU with no issues identified. A 4x200 evercross pta balloon was used for pre dilatation. The device did not pass through a previously deployed stent. There was no resistance while advancing the device. It was reported that physician was attempting a lower limb arterial stent implantation. During the procedure, an evercross 4-200 balloon was used to pre-dilate in the stenosis site; and then 6-150 everflex stent was used to release in the lesion region. When the stent delivery rod was retrieved, there was resistance and the stent was not successfully retrieved, and then the vascular sheath and the stent delivery rod were retrieved together. There was no patient injury reported.

Manufacturer narrative:
Image review: the customer provided a photo of the detached introducer the stent was exposed outside the proximal end of the detached introducer shaft. No damages were observed to the exposed stent; however the inner assembly of the protégé everflex appeared to be fractured/cut. Product analysis: the protégé everflex was returned with a 6f non-medtronic sheath and the protégé everflex device label which indicated lot a981278 (15cm stent). No other ancillary devices were included. A visual inspection found a stent was exposed on the outside proximal rim of the cook sheath. The sheath shaft was detached from the hub. It is likely the end of the sheath where the stent is exposed is at the proximal end of the sheath shaft. Approximately 2.5cm of the stent was exposed outside the sheath. The tantalum markers were intact on the exposed portion of the stent. It was observed the inner assembly from the deployment system was observed within the exposed stent. The exposed end of the inner assembly showed a straight radial fracture, indicating the inner assembly was cut with a sharp instrument. The proximal rim of the sheath shows the rim stretched outward in a funnel type shape, where it likely connects to the hub. The deployment system showed the deployment grips pulled together and the inner assembly was exposed outside of the deployment system were the retainer was visible. Approximately 11cm of the inner assembly was exposed. It should be noted the strain relief indicates 6x150mm which is consistent with the product labeling provided for this return. The exposed stent was pulled out from the sheath. It was observed the tip assembly was connected to the other end of the exposed inner assembly and the other end of the stent showed the stent was fractured. The struts of the stent were stretched outward and the tantalum sphere/markers were not included. The stent was fractured and showed characteristics consistent with a partial deployment. The stent was approximately 4cm long. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.